Manufacturer narrative:
(B) (4) (B) (4)information is unavailable; device was not returned for evaluation.(B) (4) injury to user

Event description:
It was reported that during a lap banding procedure when placing the injection port, it was noted that one of the hooks was not securely attached to the fascia, so the surgeon elected to remove and place again. The port was given to the resident. The resident was inserting the injection port into port applier when she accidently pressed the grey firing trigger and red release button. In doing so, she broke scrub, the hooks pierced the sterile gloves and broke the skin. The resident's blood contaminated the injection port site. The resident re-scrubed and the incision site on the patient was flushed and cleaned with betadine. The original band and port were used to complete the procedure. The patient was informed of the incident. Both the patient and the resident were tested for (B) (6) and (B) (6) and followed the hospital regular protocol.